Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead became dislodged due to twiddlers syndrome. The patient reported "massaging and moving the device because it feels good". The lead was repositioned. The event was resolved without further complications.